Event description:
A malfunction with code malf 24 was reported, and the customer was advised to replace the pump. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to put the pump into storage mode and return it to tandem using a pre-paid label. Tandem technical support confirmed the shipping address and sent a replacement pump, while advising the customer to program their settings and connect their cgm to the new pump. The customer understood and acknowledged all instructions.